Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure and cardiac arrest. It is unknown if an autopsy was performed. The patient experienced low flow alarms with worsening blood pressure on (B)(6) 2020. Epinephrine was started and the patient exhibited agonal breathing. They were transferred to the cardio-thoracic intensive care unit (cticu) and an arterial line was placed. The patient's mean arterial pressure (map) was 20 mmhg. Cardiopulmonary resuscitation (CPR) was initiated and the patient received multiple rounds of epinephrine. Bedside ultrasound was negative for pleural effusion. The patient was intubated and shocked four times for ventricular fibrillation and wide complex arrhythmia. The patient was pronounced dead at 07:28.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported right heart failure and cardiac arrest could not be conclusively determined through this investigation. The outcome was not device or therapy related. The device was not explanted and will not be returned for evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 10apr2018. No further information was provided. The manufacturer is closing the file on this event.